Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed lot encor biopsy was returned for evaluation. The returned sample was clean. Upon visual evaluation and microscopic evaluation, no foreign material was noted in the sample tissue chamber however it was noted on the trocar tip/aperture. Skiving was noted to the inside of the protective tubing. No other anomalies were identified. Based on the findings, the investigation is confirmed for the foreign material as it was identified on the trocar tip/aperture. A definitive root cause for the reported foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a biopsy procedure, allegedly a material piece of like needle cover was found on the tissue tray. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly had a foreign material. There was no reported patient injury.